Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert for high, out of range hv lead impedance. The patient was recently hospitalized for chf and was given diuretics. Diuretics and development of fibrous tissue could be the factors contributing to the increased hvlic measurements. In clinic, hvli measurements were in range. No other electrical anomalies were observed. The patient will continue to be monitored.